Event description:
During a transfer using a medicare stand-n-weigh, a leg came loose when a bolt broke. The stand started leaning to one side. The resident did not fall and was not injured.

Manufacturer narrative:
In talking with the maintenance representative at the facility, it was discovered that routine maintenance had not been preformed. The issue of the bolt being loose and eventually breaking could have been caught if the machine was properly maintained. Also it has been noted that the machines are getting wet from showers and toileting which will increase the need for routine maintenance.